Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-29294. It was reported a patient's right ventricular lead and left ventricular (lv) lead presented with a high capture threshold. The lv lead also had no capture. This was addressed by a procedure on (B)(6) 2021. All devices remained implanted. Post-procedure the patient was stable.